Event description:
The pt underwent a cholangiogram and existing biliary drain catheter exchange/replacement last month. Upon removal of the existing drain tube, the physician noted part of the drain tube remained in the pt and attempts to remove the retained parts were unsuccessful. A new drain was placed at this time and the pt was instructed to follow up. The removed part of the tube was saved. Last month, a follow up evaluation was performed and the fragment from the previously fractured drain catheter was not seen. A fluorscopic search of the abdomen failed to reveal the retained frgament which had apparently passed.